Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0970, awareness date 26-aug-2015). Case was received in united states on 28-aug-2015 and refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Additional information received on 20-sep-2015 (ptc investigation result). Consumer reported that, when the hysterosalpingogram test was done, they could not find one of the coils. She then had a tubal. According to reporter, they were supposed to remove the coils when they did the tubal, but discovered one had migrated nearby bowel. Consumer recently started asking about her concern with the migrated coil and they keep telling her they will discuss with the physician and that they will call her back. They still, after 2 months, have not followed up, even after she called again. Consumer then called her primary doctor so that she could get a referral to see another physician. Now it has been 2+ weeks and her primary has not called her back either and she wonders why they are avoiding the issue. In addition, consumer reported that the first thing she noticed (within a month) was that her hair started falling out in massive amounts. Other side effects she had were extreme fatigue, low sex drive, weight gain, short term memory loss, flutters (like when you are pregnant), sharp pains (that were worse at first, but since have gotten better), hard time sleeping at night, slight depression and anxiety (which she never had before) and moodiness. Then she started getting night sweats and hot flashes. They did some tests and she is now on estrogen, progesterone and thyroid medications. Those symptoms have gotten better after she was put on hormones. Consumer also reported that, for the last year, her cycle has been crazy and the last few months she will bleed for 2 weeks, then nothing for a week and it will start again. They keep changing her estrogen and progesterone doses but it was not helping. She was noticing the feeling like something was crawling on her, but when she looked nothing was there. She informed that she read somewhere that a change in hormones can cause that and she was wondering if her change in medication has made that worse. She was concerned about all of the side effects, but mostly about the migrated coil. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that when the hysterosalpingogram test was done, they could not find one of the coils / one had migrated nearby bowel. She then had a tubal. This event is serious due to its medical importance and listed in the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were performed. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.